Event description:
Reference number (B)(4) event occurred in denmark the patient tried to treat it with insulin. The blood glucose level of the patient was 29 mmol/l and ketones were 6.5 mmol/l. Also, the patient felt sick and had fever. Therefore, the patient was admitted to hospital on (B)(6)2024 at 3:00 pm for less than 24 hours. No further information was availableit was reported that the patient faced high blood glucose level.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: denmark h11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.